Event description:
Alleged false negative sars result for 1 symptomatic consumer. The consumer's sibling is the reporter and communicated that they ended up having similar symptoms and testing positive. There was no mention of any confirmatory testing being completed. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.